Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure. The ultrasound system was being used for a cardiac examination during an unspecified surgical procedure. The system displayed an error code and was inaccessible for more than 10 minutes while it was rebooted. The system was replaced to complete the exam. There was no patient or user harm associated with this event. The field service engineer evaluated the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The system logs were reviewed, and testing was performed; however, the issue was not able to be reproduced. The engineering team determined the cause was software related. Any actions needed to resolve this issue will be considered for development and implemented in future software updates.